Event description:
Saline breast implant surgery in 2003; noticed left breast was leaking around 4 mos later; had defective implant removed/replaced 3 mos later; implant leaked due to faulty valve; 3 mos later noticed left breast implant again was getting smaller and it was again removed/replaced 2 mos later.